Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 reference patch, model #d-1283-02, lot #ll010116. Carto 3 rmt system, model #m-5830-01, s/n: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation under general anesthesia with a webster 10 pole catheter and suffered a cardiac perforation requiring hospitalization for monitoring. During transseptal puncture, contrast was injected to establish needle location, which was not in the left atrium. Transesophageal echocardiogram revealed the location to be in a mass between the atrium and the aorta. Procedure was aborted. Patient was stabilized and admitted to the intensive care unit for monitoring. Patient outcome status is recovered. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition, specifically, the patient's difficult anatomy observed via pre-procedure CT. It was also noted that documentation from the previous pvi ablation indicated that transseptal puncture was challenging, thus requiring radiographic and transesophageal echocardiogram guidance. At the time of the adverse event, the webster coronary sinus catheter was the only catheter placed and it was positioned in the coronary sinus. This catheter was noted to be unrelated to the event. No ablation catheter had entered the body, thus no ablation had been performed. ECG was monitored via electrophysiology recording system, defibrillator, and anesthesia machine throughout the procedure. Medical history includes atrial fibrillation with previous pulmonary vein isolation and mitral valve repair. There are no requests for analysis or repair.